Event description:
It was reported that the patient presented for implant procedure. While attempting to implant the left ventricular - lv lead, it was noted that the lead had perforated the left ventricle. While attempting to remove the lv lead, the helix was found to be deformed. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.